Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2014 with the following findings: the top of the battery cap was observed to be badly worn / stripped. A test battery cap was used for the remainder of pump testing. The test cap was able to successfully attach to the pump and the pump powered on appropriately.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery cap was unable to be removed from the pump because they were unable to get the cap to spin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.